Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring reset alarms. The customer reported that numbers were running on the device's screen. During troubleshooting, the customer confirmed that multiple error alarms were listed in the insulin pump's history. The insulin pump passed the self test and the customer was able to remove air bubbles that were present in the reservoir. Blood glucose level at the time of the incident was around 110 to 115 mg/dl. The customer will not return the device for analysis.